Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that his/her adc freestyle freedom lite device switches on normally but shuts off with test strip insertion. It was further reported that on (B)(6) 2018, the customer was hospitalized due to "too much" dizziness, nausea and almost fainted. Customer was diagnosed with severe high blood sugar and was treated with an injection of insulin to get the blood glucose down. The customer who was on metformin was switched to insulin and was advised to start dieting with the dietitian. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported that his/her adc freestyle freedom lite device switches on normally but shuts off with test strip insertion. It was further reported that on (B)(6) 2018, the customer was hospitalized due to "too much" dizziness, nausea and almost fainted. Customer was diagnosed with severe high blood sugar and was treated with an injection of insulin to get the blood glucose down. The customer who was on metformin was switched to insulin and was advised to start dieting with the dietitian. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid meter serial number and lot number for test strips has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Serial number (B)(4) was determined to be invalid. As a valid serial number was not provided for the freedom lite meter. The manufacturer of freedom lite meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend was reviewed for the freedom lite meter and freestyle test strips, and no trends were identified that would indicate any product related issues. A lot number was not provided for the freestyle strips, dhrs (device history review) for all freestyle strips within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for freestyle strips and confirmed that continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. If the product is returned at a later date, the case will be re-opened and a physical investigation will be performed.